Event description:
The manufacturer received information alleging an issue related to a devastation auto CPAP device's sound abatement foam. The manufacturer received information alleging black particles. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.